Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon saw a spark from the tip of the monopolar curved scissors (msc) instrument with a mcs tip cover accessory installed. The surgeon immediately removed the mcs instrument and replaced the tip cover accessory. The planned surgical procedure was completed with the replacement tip cover. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, however, the customer provided pictures of the accessory for further analysis. Per the customer reported complaint, engineering viewed two holes in the silicone, between the parting lines, approximately .075 inches and .175 inches above the silicone to sleeve interface. The holes appears to be .020 to .030 inches in diameter with localized melting all around the hole that is indicative of arcing. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength. High generator settings may have also contributed to arcing.